Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number 1874486 event occurred in the united states on 29/apr/2024, it was reported that the patient encountered high blood glucose level of 375mg/dl after lunch at 2:30pm. The patient also noticed that the infusion set cannula was bent upon removal from body. The insertion site was at abdomen. The infusion set has been in use for 6 days. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The patient had been taking boluses using insulin pump as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.